Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 48 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The returned lead fragments were analyzed. The proximal ring electrode of the atrial dipole was found covered in calcified appearing tissue residuals. Calcifications are known to cause high impedances, thus can be assumed to be the root cause of the clinical observation. Furthermore, the insulation was found rubbed through approximately 9 cm proximal to the lead tip. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This rv lead was explanted due to markedly elevated impedance and fracture. No adverse patient events were reported. Should additional information be received, this file will be updated.